Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed, displaying the message "cannot start pump with air in line" on the screen. The continuous infusion rate had been 2.3 ml/hr, with a reservoir volume of 106 and a given amount of 98.5. The total length of infusion had been 46 hours. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.